Manufacturer narrative:
Additional information added to: e2 tab for health professional and d8, third party servicer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced display board due to intermittent display error. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the display board. A review of the device history record showed the device had a manufacture date of 18nov2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device failed display test. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device failed display test. There was no patient involvement.

Manufacturer narrative:
Additional information: annex codes g. Parts were replaced - need to add component codes to annex g.

Event description:
The customer reported the device failed display test. There was no patient involvement.